Manufacturer narrative:
A ge field engineer (fe) evaluated the system and found that the microswitch on the foot control assembly was malfunctioning. The fe replaced the switch and verified table lock functionality. Procedures are currently in place per the preventative maintenance manual to inspect the condition and functionality of control pedals and movement inhibit button.

Event description:
It was reported that the compax 40e system table locks would not engage, causing the table to move freely. There was neither injury reported nor pt involvement. The concern is for a serious injury if a pt were to become unsteady and fall as a result of free movement of the table.